Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the full-height cubie drawer had failed and would not unlock. The field service engineer (fse) arrived at the station and found that auxiliary drawer seven was non-responsive. The fse exchanged the drawer controller printed circuit board and reattached all cables to the drawer controller. Proper operation was verified through the hardware test application (hta) self-test. There was no delay in dispensing medication, as two other drawers on the floor contained the required medications. This issue was initially identified through the health site viewer and was found to have impacted both medication dispensing and replenishment workflows. After completing the repairs, the fse tested and verified proper operation through the hardware test application self-test. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer would not open and displayed a 'needs maintenance' message. Additionally, tower doors 3 and 4 were found to intermittently fail. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.